Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 2360 g/m. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of death? Was a cause of death reported within the medical record or described in an autopsy report? If so, please specify. Would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event? Please provide the patient's weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Was (B)(6) 2023. The date of the dehiscence and the re-operation? Please confirm please describe any surgical intervention required for the wound dehiscence including date and findings. Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Lot number or possible lot numbers?

Event description:
It was reported that a patient underwent a robotic sigmoid procedure on (B)(6) 2023 and a barbed suture was used on an extraction port about three inches long. The surgeon used the suture as per IFU, however, the sales rep stated the surgeon said he did not know if he had compromised the suture or nicked the suture with the needle grasper. Post-op, when the patient was still in the hospital, the patient tried to get out of bed and fell. The surgeon did not feel that the fall comprised the wound. The patient was discharged home. On (B)(6) 2023, the patient experienced a fascial dehiscence and wound evisceration with the abdominal contents coming through the incision. It was stated that the patient had been picking at wound when he went home but the surgeon did not think the patient could get down to that layer and compromise the wound. The patient returned to the hospital and underwent re-operation. During the re-operation, it was noted the suture was broken in the middle. The patient passed away after being brought back in for surgery. The cause of death is unknown. Additional information was requested.